Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a water leak in an arctic sun device. Per review of wo on 16dec2024, patient was not affected. Per sample evaluation results received via task on 13feb2025, it was reported that the device did not give any flow due to an algae blockage. Flow issue due to circulation pump problem and there was a fill tube problem (replaced).

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Flow issue. Replaced circulation pump. The device was tested and calibrated and it worked correctly. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: e, f, h. The complete initial reporter facility name is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a water leak in an arctic sun device. Per review of wo on 16dec2024, patient was not affected. Per sample evaluation results received via task on 13feb2025, it was reported that the device did not give any flow due to an algae blockage. Flow issue due to circulation pump problem and there was a fill tube problem (replaced).